Event description:
It was reported that there was a unipolar lead impedance warning for this right ventricular (rv) lead. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.